Manufacturer narrative:
Concomitant product: 5068-52 lead implanted: (B)(6) 2004.

Event description:
It was reported that the patient's right ventricular (rv) lead had decreased impedance, pacing failure and a fracture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.